Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with dizziness and non-sustained right ventricular oversensing episodes were observed. The patient was admitted to the hospital and provocative testing was performed which reproduced the oversensing episodes and confirmed myopotential oversensing. The device was reprogrammed and the issue resolved. The patient was discharged and will be remotely monitored.

Event description:
The patient presented to the hospital with dizziness and was admitted. Non-sustained right ventricular oversensing episodes were observed. Provocative testing was performed which reproduced the oversensing episodes and confirmed myopotential oversensing. The device was reprogrammed and the issue resolved. The patient was discharged and will be remotely monitored on merlin.net. The right ventricular lead involved in this event was non-sjm/abbott.